Event description:
At the conclusion of a thyroid case the second scrub noticed another staff member had a hole in her gown. Previous to this discovery the staff member received the harmonic scalpel from the surgeon, as she was handling another instrument and the tip of the harmonic scalpel handpiece which was still hot burned a hole in her gown.====================== health professional's impression======================the metal mechanism in this particular handpiece tends to become very hot when used, more so than other similar handpieces by the same manufacturer.